Event description:
Pt undergoing a tympanomastoidectomy when the ent surgeon noted that there was a delay of the flow of irrigation when the bur was turning. Surgeon felt that this may have caused trauma to the facial nerve. Medtronic rep present during incident.